Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and would not recover. A field service engineer found that the station main drawer 3 had failed and did not recover. The application was exited and the hardware test application was executed, which confirmed that the drawer sensor was not responding. The control board was replaced, the drawer was tested again, and it functioned without issue and assistance was then provided to the customer with drawer configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.